Manufacturer narrative:
This report is being filed which covers a 2-year retrospective review of events reported by consumers between january 1, 2005 and december 31, 2006 (inclusive). This exemption was granted to satisfy medtronic's MDR obligations for any previously unreported serious injury, death and malfunction events found during this review. This medwatch report represents 3 serious injury events for model 9012b1001 for the above time period (product code fft). See the attached summary report for a listing of the event.)

Event description:
The patient stated they had constant pain, especially when swallowing, since the bravo was placed. The patient sought medical attention. An attempt to dislodge the bravo failed. The patient expressed concern there was tissue erosion and/or the tissue would tear with further attempts to remove it endoscopically. The patient will continue to work with the hcp.